Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Both the force bipolar instrument jaws were locked in a closed position and could not be opened manually. Although they were blocked one towards the other, movement of the jaws together in the yaw direction was possible. The bent grip tang had also mechanical burrs/indentations. The grips and tangs did not show cracking damage. The components adjacent to the bent grip tang did not show damage. The probable root cause of the bent instrument grip tang is attributed to damage through collisions with other instruments. Applying excessive force on the instrument tips during handling could cause the grip tang to bend.

Event description:
It was reported that during a da vinci-assisted incisional hernia etep surgical procedure, the force bipolar instrument suddenly lost its gripping function. It was discovered that a joint had come off. The instrument could not be removed through the trocar, so the instrument had to be pulled out together with the trocar. Outside the abdomen, the instrument could be manipulated manually, so that the tech could pull the instrument through the trocar. The procedure was completed with no reported patient injury.